Manufacturer narrative:
Batch review performed on 08 may 2018. Lot 175809: (B)(4) items manufactured and released on 22 november 2017. Expiration date: 2022-11-06. No anomalies found related to the problem. No anomalies found related to the problem on (B)(4). To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: impactor handle reference (B)(4), lot 175105. Lot 175105: (B)(4) items manufactured and released on 08 august 2017. Expiration date: 2022-7-24. No anomalies found related to the problem. No anomalies found related to the problem on (B)(4). To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery the keel wing and the connection of the handle where holds the keel broke (the two yellow tabs). The surgeon used a secondary set of instruments to complete the surgery.

Manufacturer narrative:
The piece invovled in the complaint is not available. A piece of the same lot stocked in the warehouse was analysed. Funtional control passed. No anomaly found during the dimensional control.